Event description:
It was reported that the pt's pump device had a volume discrepancy. The expected residual volume was less than expected (actual = 0.1 ml, expected = 7.2 ml). It was stated the pt experienced an increase in back pain. It was also reported the pt was "hospitalized one month prior due to being found unresponsive/sedated." The pt was treated for sepsis, and recovered from that incident. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).